Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An endometriosis patient underwent an adhesion reduction surgery and coseal sealant was used for adhesion prevention. It was reported, ¿the patient developed collection¿, which was infected after the surgery. The infection was manifested by "hi grade fevers". The cause of the event was not reported. The patient required surgical intervention for drainage of the abscess. It was reported there was no active infection at the application site or any contamination. At the time of this report, the patient outcome was not reported. No additional information is available.